Event description:
This premature baby had a 5fr. Neomed feeding tube placed nasally. The cap pops open after feeds and loss of feeding is noted. The feeding tube cap was taped closed as the cap would not stay shut. In addition, when feeding tube was connected to enteral feeding tubing (extension set), the extension set became lodged in the feeding tube and had to be dislodged using a kelly clamp.